Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. A farawave catheter was inserted into the faradrive while the sheath was being inserted up to the left atrium. The air was then aspirated when the farawave was inside the sheath. However, air had been aspirated through the hemostasis valve; therefore, the sheath was replaced with another lot product and continued the procedure. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. The farawave was initially inserted into the faradrive while the faradrive was being inserted up to the left atrium. The air was then aspirated when the farawave was inside the sheath. However, air had been aspirated through the hemostasis valve; therefore, the sheath was replaced with another lot product and continued the procedure. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This defect resulted in air ingress and pressure/fluid leakage, confirming this failure as the root cause of the associated allegation.